Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event. Atrial fibrillation with a rapid ventricular response at 171 bpm contributed to the false detection. The patient reported that he was conscious at the time of the treatment but had a difficult time finding the response buttons due to his glaucoma. Per review of the flag data, the response buttons were not pressed during the entire event. The patient was admitted to the hospital following the treatment. The patient continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient continued to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacturer date and usage of device: monitor (B)(4): 07/2014 - reuse. Electrode belt (B)(4); 04/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. (B)(4).